Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair on (B)(6) 2022 and the absorbable strap was used. It was reported that the device does not fix the strap until the end in the cooper ligament. It was also reported that it seems that the pressure when the staple comes out is weak, and in other parts as in the tissue the strap does not fix well. The doctor finished with a suturing technique. It was also reported that the surgery that should have taken an average time of fifty minutes was extended by two hours. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the most current patient health status and condition? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.